Event description:
The rotator broke during a neuro interventional procedure. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the evaluation/investigation has not been completed. The device history record was reviewed and found no exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.